Manufacturer narrative:
Correction: the initial report PMA/510k date received by manufacturer is: (B)(6) 2019. It is not (B)(6) 2019. The device was explanted as the recipient reportedly experienced non-auditory percepts. The device passed all electrical tests confirming correct device function. This report is filed on july 18, 2019.

Event description:
The device was explanted on (B)(6) 2019. Per the clinic, the recipient is non-user and experienced non-auditory sensations. The recipient will not be reimplanted.